Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® 9nc 0.109m 2.7 ml, 1 tube contained a burnt-like substance at the bottom of the tube. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Upon evaluation, the photo appears to show burnt foreign matter (fm) on the bottom of the tube. Additionally, a visual observation was conducted on 100 retained samples, and no fm was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® 9nc 0.109m 2.7 ml, 1 tube contained a burnt-like substance at the bottom of the tube. There was no health impact or consequences reported.